Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The analysis results showed that one pce60a device was returned with no visual non-conformances and loaded with a 45 mm reload. The reload was noted to be unfired. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60 powered IFU. The manual override door was found to be properly installed. Upon evaluation of the device, the motor worked during the activation of the firing trigger but the knife did no advance. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the crossover gear was found to be disconnected from the drive bar. Moreover, the bailout lever was noted broken in the area where it interacts with the cam; the condition of the crossover gear and bailout lever is consistence with the device had been bailed out. As the bailout lever was broken, it permitted to return the lever to home position and install the door again. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the bailout system and then, it was tested for functionality performing a dry fire. Upon firing, it achieved its complete firing sequence without any difficulties. Event could not be confirmed as the device closed and opened without any difficulties noted. In addition the knife was noted to be nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during a vats multiple wedge resection procedure, the device fired and then it would not open. They decided to place a new battery in the device and tried the manual release button and the device opened. They used a competitor¿s product from endo universal to complete the procedure. There was no patient consequence reported.